Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated. Customer was reported to have taken steroids; however, no additional information was provided. It was not known if the steroids were the cause of the elevated bg. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.